Event description:
A 2.5 x 10mm worldpass balloon was inflated at 8 atm when the balloon suddenly ruptured. It was withdrawn immediately without any patient injury. The procedure was completed with another ptca balloon catheter.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Please note: this device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in united states." Additional information will be submitted within 30 days of receipt.